Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the recommended bolus amount was inaccurate. Customer's blood glucose (bg) was 432 mg/dl. Although requested, the customer did not upload the pump data logs and declined troubleshooting.